Manufacturer narrative:
(B)(4). Date sent: 6/11/2024 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned inside it's package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be flash from the device. The package was visually inspected and no damaged was observed. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that pre procedure, it was noticed that there was a hole in the bag, rendering it nonsterile. Case completed with like device. No patient consequences.